Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hypoglycemia event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A fainting and/or seizure event related to hypoglycemia was reported through the omnipod 5 registry 30-day assessment, in which the subject responded ¿yes¿ to experiencing a severe low blood glucose event that resulted in fainting, loss of consciousness, or seizure since the last assessment on (B)(6) 2026. Several good-faith outreach attempts to obtain additional details, including glucose levels and treatment of the hypoglycemic event; however, all attempts were unsuccessful, and no response was received from the patient. Therefore, no further information is available regarding the event. A supplemental report will be provided if new information becomes available.